Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jul-2023. Three samples of material number mz9275 were received for quality investigation. The customer complaint of component damage could not be verified by inspection. The quad-fuse extension sets were first examined for any visual damages to any of the components. There was no visual damage to any of the components. Although occlusion was identified through flow testing, the occlusion did not occur due to a component failure. There were no other failures identified during the testing of the samples submitted. A device history record review for model mz9295 lot number 22099452 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the failure of component damage could not be determined because damaged components were not identified in the samples submitted. H3 other text : see h10.

Event description:
It was reported while using bd maxzero¿ extension set there was a clog. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: 5/3/2023 - unable to flush the two ports that are not clamped. 5/16/2023 - unable to flush two of the 4 extensions. 5/22/2023 - one of the caps broke off while nurse was priming.

Event description:
It was reported while using bd maxzero¿ extension set there was a clog. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2023 - unable to flush the two ports that are not clamped. (B)(6) 2023 - unable to flush two of the 4 extensions. (B)(6) 2023 - one of the caps broke off while nurse was priming.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.